Manufacturer narrative:
(B)(4) (B)(6). Report source, literature - yoo, j. Et al (2017). Low energy fractures: what is the difference? Specific features and clinical outcomes by minimally invasive locking plates. Biomedical research, 28(1): 484-488. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The compatibility check and complaint history search were not performed. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that four patients had medial knee pain caused by soft tissue irritation due to the protrusion of distal metaphyseal screws, following peri-articular distal femoral fracture plating procedures. Attempts have been made and additional information on the reported event is unavailable.